Event description:
Tha with the paragon hip was performed on (B)(6) 2020. The calcar mill was used to perform this surgery. There was a size 8 broach in situ so the smaller mill was used. During the milling process, the surgeon fractured the femur and used a cable to prevent the fracture from propagating.